Event description:
Hold sm 10.24it was reported the procedure was to treat the heavily calcified left common femoral artery. A 6fr 11cm sheath was used with the omnilink elite stent delivery system (sds) and the sds was attempted to be advanced up and over the iliac bifurcation when there was resistance with the heavy calcification. The stent dislodged from the balloon. The stent, delivery system, sheath and guide wire were all removed together and nothing was left in the patient. There were no adverse patient effects and there was no clinically significant delay in the procedure. The patient came back on (B)(6) 2022 to have the procedure re-done, with access from the other groin [due to the calcification on the left] and they are doing well. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.